Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17036904) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the powerflex pro pta (6mm15cm 135) balloon catheter burst. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There were no anomalies noted during or after the device was prepped. The contrast to saline ratio was 50:50. A non-cordis indeflator device was used. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. The product was removed intact (in one piece) from the patient. The product will be returned for analysis.

Manufacturer narrative:
As reported, the balloon of the 6x150mm 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter burst. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There were no anomalies noted during or after the device was prepped. The contrast to saline ratio was 50:50. A non-cordis indeflator device was used. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. The product was removed intact (in one piece) from the patient. One non-sterile unit of powerflexpro 6mm15cm 135 was received coiled inside a plastic bag. Per visual analysis, the balloon was received not inflated and no anomalies or damages were found on the received device. A leak test was performed successfully. The balloon was inflated and deflated with no leakage found. A device history record (DHR) review of lot 17036904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was not confirmed through analysis of the received device since it passed functional analysis. The exact cause of the failure experienced by the customer could not be conclusively determined during analysis. Based on the information available for review, concomitant device factors and/or procedural/handling factors may have contributed to this issue experienced by the customer as evidence by the balloon holding rated burst pressure with no leakage noted. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The balloon of the powerflex pro pta (6mm x 15cm 135cm) balloon catheter (bc) burst. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There were no anomalies noted during or after the device was prepped. The contrast to saline ratio was 50:50. A non-cordis indeflator device was used. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. The product was removed intact (in one piece) from the patient. The product was not returned for analysis. A product history record (phr) review of lot 17036904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as the presence of calcification is known to damage balloon catheters. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.